Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device, and upon arrival, the asp powered on the device in ventilation mode, discovered that the blower did not start, and found that the 1122 "blower temperature high" error was logged in the diagnostic report (drpt). The asp therefore replaced the blower assembly, after which the issue was resolved. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1201 "patient circuit occluded" alarm error occurred with no circuit attached. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that a 1201 "patient circuit occluded" alarm error occurred with no circuit attached. When the flow was set to 50 on the pneumatics screen, the blower volts and amps increased, but the blower revolutions per minute (rpm) remained at 3000; a 1134 "blower stalled" error occurred. The remote service engineer (rse) provided the customer with the part identification (ID) of the replacement blower. This investigation is ongoing.